Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery compartment was found to be cracked and the top of the cat was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: during investigation, the battery cap was returned stuck to the pump and had to be forcibly removed. A test cap attached to the pump securely. The battery compartment was found ot be cracked at the threads to the left of the bumper, at the threads above the bumper and one below the bumper.